Manufacturer narrative:
The delivery device with the stent on the balloon was received and damage was observed on the stent. Visual examination of the stent revealed damage to the proximal end. The proximal stent struts were bent. Microscopic examination of the material surrounding the damage did not reveal any inherent material deficiencies that would have contributed to the damage. The balloon was visually and microscopically examined. No visual defects were observed. The balloon was tightly wrapped and did not appear to have been subjected to any positive pressure. There is no evidence that the device was improperly manufactured. The manufacturing records have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly and performance specifications. The root cause is determined to be user related.

Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The lesion was pre-dilated with a 2.0mm balloon, unknown type, at 18 atms. The physician attempted to place a taxus liberte' 2.5x20mm drug eluting stent to the calcified first diagonal (dx) branch, but was unable to cross the lesion. Upon removal of the stent delivery system, strut damage was noted. The procedure was completed successfully with a 2.5x19mm and a 2.5x8mm stent, both non bsc. No patient injuries or complications were reported. Patient status post procedure is noted as good.